Event description:
The user facility reported that the angio-seal product involved failed to deploy but was safely removed, and pressure was maintained. The procedure performed was a peripheral arterial disease (pad) intervention. There was no patient injury or need for medical or surgical intervention. There is no direct allegation that the device caused or contributed to any patient injury or need for medical intervention. No blood loss occurred. Additional information was received on 04 sept 2024: a 6fr procedure sheath was utilized without any complications during arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed and showed no issues. The patient's condition remained stable. However, the device failed to deploy.

Manufacturer narrative:
A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).